Event description:
Patient with a history of nonischemic cardiomyopathy since the age of 14, s/p heartmate ii lvad implanted on (B)(6) 2014, which required exchange on (B)(6) 2016 for pump thrombosis due to sub-therapeutic inr. On (B)(6) 2017 he had driveline fault alarms and had a system controller switch out prior to admission and continued to have driveline fault alarms while hospitalized requiring two more switch outs. He then underwent lvad exchange on (B)(6) 2017 and was discharged home on (B)(6) 2017.